Event description:
The pt's injuries included fractures of l1 and l2. The fractures were reduced using the kyphx system and fixation was done using pmma cement (type unknown). There are no details of the procedure available; however, the pt was seen by the reporting neurosurgeon one week after the procedure for leg pain. Pt's eval revealed x-ray evidence of a pmma cement extravasation near the cord on the pt's right side, just below l1. The neurosurgeon made a diagnosis of radiculopathy secondary to the cement compressing either the cord or a nerve root.